Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventrio st(device #1) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventrio st (device #1). An additional emdr was submitted to represent the bard/davol ventralex st (device #2). Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016:the patient underwent an umbilical hernia repair procedure to introduce bard¿s ventrio st(device #1) to the patient's preperitoneal space to reinforce tissue affected by the hernia. A bard/davol ventrio st (device #1) positively identified on surgical and operative reports was implanted into peritoneal space. The patient experienced chronic abdominal pain and a bulging mass above her umbilicus. (B)(6) 2016: the patient underwent a subsequent hernia repair surgery due to a ventral incisional hernia, where bard¿s ventralex st(device #2) was implanted into patient and the previously placed ventrio st(device #1) was excised. A bard/davol ventralex st (device #2) positively identified on surgical and operative reports was implanted into patient. The previously placed mesh (device #1)was found to not be well incorporated at the location in which it was originally placed and had to be excised. The patient experienced chronic abdominal pain and a recurrent hernia. Further, the ventrio st(device #1) failed to perform in the way it was supposed to, evident by its lack of incorporation into the hernia location.the patient experienced and continues to experience abdominal pain, a ¿sticking¿ and ¿poking¿ sensation at the site of the mesh, difficulty with bowel movements and occasional fluid leaking from the site. The patient suffered, is suffering, and/or will continue to suffer the above mentioned injuries, including the risk of malfunction, decreased efficacy, recurrent hernia, perforation of tissue and/or organs, adherence to tissue/organs, infection, nerve damage, subsequent surgeries, and other complications. The patient has suffered severe and possibly permanent injuries. The patient has suffered serious bodily injuries that have resulted in pain and suffering, disability, mental anguish due to the alleged defective ventrio st (device #1)and the ventralex st (device #2)..

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex st(device #1) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex st( device #1). An additional emdr was submitted to represent the bard/davol ventralex st(device #2). This emdr updates and corrects the following fields event description (b5), brand name (d1), lot expiration date (d4) UDI no. (D4), PMA/510k# (g5), device manufacture date, (h4) and additional manufacturer narrative (h10). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
(Note: attorney provided product identifiers that confirm both device 1 and device 2 were ventralex st implants. As such the description below that is alleged is not correct). The following was alleged by the patient's attorney: (B)(6) 2016:the patient underwent an umbilical hernia repair procedure to introduce bard/davol "ventrio st" (device #1) - to the patient's preperitoneal space to reinforce tissue affected by the hernia. A bard/davol ventrio st(device #1) positively identified on surgical and operative reports was implanted into peritoneal space. The patient experienced chronic abdominal pain and a bulging mass above her umbilicus. (B)(6) 2016: the patient underwent a subsequent hernia repair surgery due to a ventral incisional hernia, where bard¿s ventralex st(device #2) was implanted into patient and the previously placed ventrio st(device #1) was excised. A bard/davol ventralex st(device #2) positively identified on surgical and operative reports was implanted into patient. The previously placed mesh(device #1)was found to not be well incorporated at the location in which it was originally placed and had to be excised. The patient experienced chronic abdominal pain and a recurrent hernia. Further, the ventrio st(device #1) failed to perform in the way it was supposed to, evident by its lack of incorporation into the hernia location. The patient experienced and continues to experience abdominal pain, a ¿sticking¿ and ¿poking¿ sensation at the site of the mesh, difficulty with bowel movements and occasional fluid leaking from the site. The patient suffered, is suffering, and/or will continue to suffer the above mentioned injuries, including the risk of malfunction, decreased efficacy, recurrent hernia, perforation of tissue and/or organs, adherence to tissue/organs, infection, nerve damage, subsequent surgeries, and other complications. The patient has suffered severe and possibly permanent injuries. The patient has suffered serious bodily injuries that have resulted in pain and suffering, disability, mental anguish due to the alleged defective ventrio st (device #1)and the ventralex st(device #2)..

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventrio st (device #1) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Information is limited at this time. Addendum #1: h11 this emdr updates and corrects the following fields event description (b5), brand name (d1), lot expiration date (d4) UDI no. (D4), PMA/510k# (g5), device manufacture date, (h4) and additional manufacturer narrative (h10). Addendum #2: h11: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 months post implant of ventralex st mesh, patient was diagnosed with hernia recurrence thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jan-2016) is considered to be a best estimate. Updated fields: a2, a4, b4, b5, b6, b7, d4 (UDI no), g1, g3, g6, h2, h4, h6, h10, h11. Corrected field: h4 (manufacturing date). This supplemental emdr represents the ventralex st (device #1). Additional supplemental emdr was submitted to represent the ventralex st (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016:the patient underwent an umbilical hernia repair procedure to introduce bard¿s ventrio st(device #1) to the patient's preperitoneal space to reinforce tissue affected by the hernia. A bard/davol ventrio st (device #1) positively identified on surgical and operative reports was implanted into peritoneal space. The patient experienced chronic abdominal pain and a bulging mass above her umbilicus. (B)(6) 2016: the patient underwent a subsequent hernia repair surgery due to a ventral incisional hernia, where bard¿s ventralex st (device #2) was implanted into patient and the previously placed ventrio st(device #1) was excised. A bard/davol ventralex st(device #2) positively identified on surgical and operative reports was implanted into patient. The previously placed mesh(device #1)was found to not be well incorporated at the location in which it was originally placed and had to be excised. The patient experienced chronic abdominal pain and a recurrent hernia. Further, the ventrio st (device #1) failed to perform in the way it was supposed to, evident by its lack of incorporation into the hernia location. The patient experienced and continues to experience abdominal pain, a ¿sticking¿ and ¿poking¿ sensation at the site of the mesh, difficulty with bowel movements and occasional fluid leaking from the site. The patient suffered, is suffering, and/or will continue to suffer the above mentioned injuries, including the risk of malfunction, decreased efficacy, recurrent hernia, perforation of tissue and/or organs, adherence to tissue/organs, infection, nerve damage, subsequent surgeries, and other complications. The patient has suffered severe and possibly permanent injuries. The patient has suffered serious bodily injuries that have resulted in pain and suffering, disability, mental anguish due to the alleged defective ventrio st (device #1)and the ventralex st (device #2). Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex st mesh (device #1). Per operative notes, ¿there was an umbilical hernia and above the umbilicus was a second defect or ventral hernia. Both contained preperitoneal fat was reduced. A ventralex st mesh (device #1) was placed in the preperitoneal space and secured in place with interrupted sutures. In perianal region, internal hemorrhoids and skin tags were excised¿. (B)(6) 2016 - patient was diagnosed with abdominal pain, ventral hernia thereby underwent open repair with the removal of ventralex st mesh (device #1) and implant of ventralex st mesh (device #2). Per operative notes, ¿laparoscopic oophorectomy was done. The previous mesh (device #1) was identified from one position to another and above the mesh was additional hernia. The mesh was not well incorporated and there was too much tension pulling the fascia down over the mesh at the area of defect. Therefore, the mesh (device #1) was excised. Then, ventralex st mesh (device #2) was secured in place with interrupted suture.¿ (B)(6) 2016 - patient had post op complication of drainage from surgery site. (B)(6) 2017 - patient had abdominal swelling. Attorney alleges that the patient had abscess, adhesion, bowel obstruction, bowel perforation, hernia recurrence, mesh migration, seroma, pain and suffering. It is also alleged that the patient underwent an additional hernia repair surgery on (B)(6) 2018.

Event description:
The following was alleged by the patient's attorney: (B)(6)2016: the patient underwent an umbilical hernia repair procedure to introduce bard¿s ventrio st (device #1) to the patient's preperitoneal space to reinforce tissue affected by the hernia. A bard/davol ventrio st (device #1) positively identified on surgical and operative reports was implanted into peritoneal space. The patient experienced chronic abdominal pain and a bulging mass above her umbilicus. (B)(6)2016: the patient underwent a subsequent hernia repair surgery due to a ventral incisional hernia, where bard¿s ventralex st (device #2) was implanted into patient and the previously placed ventrio st (device #1) was excised. A bard/davol ventralex st (device #2) positively identified on surgical and operative reports was implanted into patient. The previously placed mesh (device #1) was found to not be well incorporated at the location in which it was originally placed and had to be excised. The patient experienced chronic abdominal pain and a recurrent hernia. Further, the ventrio st (device #1) failed to perform in the way it was supposed to, evident by its lack of incorporation into the hernia location. The patient experienced and continues to experience abdominal pain, a ¿sticking¿ and ¿poking¿ sensation at the site of the mesh, difficulty with bowel movements and occasional fluid leaking from the site. The patient suffered, is suffering, and/or will continue to suffer the above-mentioned injuries, including the risk of malfunction, decreased efficacy, recurrent hernia, perforation of tissue and/or organs, adherence to tissue/organs, infection, nerve damage, subsequent surgeries, and other complications. The patient has suffered severe and possibly permanent injuries. The patient has suffered serious bodily injuries that have resulted in pain and suffering, disability, mental anguish due to the alleged defective ventrio st (device #1) and the ventralex st (device #2). Addendum per additional information provided: (B)(6)2016 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex st mesh (device #1). Per operative notes, ¿there was an umbilical hernia and above the umbilicus was a second defect or ventral hernia. Both contained preperitoneal fat was reduced. A ventralex st mesh (device #1) was placed in the preperitoneal space and secured in place with interrupted sutures. In perianal region, internal hemorrhoids and skin tags were excised¿ (B)(6)2016 - patient was diagnosed with abdominal pain, ventral hernia thereby underwent open repair with the removal of ventralex st mesh (device #1) and implant of ventralex st mesh (device #2). Per operative notes, ¿laparoscopic oophorectomy was done. The previous mesh (device #1) was identified from one position to another and above the mesh was additional hernia. The mesh was not well incorporated and there was too much tension pulling the fascia down over the mesh at the area of defect. Therefore, the mesh (device #1) was excised. Then, ventralex st mesh (device #2) was secured in place with interrupted suture.¿ (B)(6)2016 - patient had post op complication of drainage from surgery site. (B)(6)2017 - patient had abdominal swelling. Attorney alleges that the patient had abscess, adhesion, bowel obstruction, bowel perforation, hernia recurrence, mesh migration, seroma, pain and suffering. It is also alleged that the patient underwent an additional hernia repair surgery on (B)(6)2018.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventrio st (device #1) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Information is limited at this time. Addendum #1: h11 this emdr updates and corrects the following fields event description (b5), brand name (d1), lot expiration date (d4) UDI no. (D4), PMA/510k# (g5), device manufacture date, (h4) and additional manufacturer narrative (h10). Addendum #2: h11: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 months post implant of ventralex st mesh, patient was diagnosed with hernia recurrence thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jan-2016) is considered to be a best estimate. Addendum #3: h11: this supplemental emdr is submitted to update the complainant e-mail address and correct the imdrf annex e and a codes. This supplemental emdr represents the ventralex st (device #1). Additional supplemental emdr was submitted to represent the ventralex st (device #2) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.